Event description:
Discrepant accuracy results. Patient: 1, inratio: 2.5, lab: 4.9; patient: 2, inratio: 1.4, lab: 6.0.

Manufacturer narrative:
Discrepant accuracy results. Comparison of inratio test with lab results provided by end user at time complaint was filed. Date: (B)(6) 2009, inratio: 2.5, reference: 4.9; date: (B)(6) 2009, inratio: 1.4, reference: 6.0. Investigation was performed for the inratio2 meter. Two strip tests were conducted on different strips lots. Strip lot 210832 (code: 7l1d2) is used by the customer as shown on data memory and strip lot 214539 is returned by the customer, but is not registered on meters memory. Investigation results: strip test on retained strip lot 210832. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out there replicates for both samples for strip lot 210832 are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established. Strip test on returned strip lot 214539. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicated for both samples for strip lot 214539 are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established. (B)(4). No further action is required at this time. On going trending shall be performed to determine if further action is warranted.